Manufacturer narrative:
(B)(4). Conclusion: root cause is unknown.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was noted that the proximal side vessel had severe tortuosity. It appeared that the proximal neck was 27mm at the proximal portion, 20mm at the midsection and 28.8mm at the distal portion of the proximal neck. Angulation also appeared to be 91 degrees relative to the midline of the aneurysm sac; and the suprarenal angulation was 110 degrees. The left iliac looked to be 14.7 mm at the proximal end and possibly 22.3mm at the distal end. The right iliac looked to be 26.7 mm at the proximal end and 21.5 at the distal portion. It was reported that it was noted that during the removal of the main body, the distal tip had a little bit of difficulty in moving up and down. It took about 20 minutes of ballooning at the contralateral side to insert both the catheter and the snare from the left arm. This resulted in successfully in being able to move up. When spindle was retracted into graft cover, it was stuck on the suprarenal stent and the delivery catheter had difficulty in movement. Then, ballooning of contralateral side was carried out to release the stuck spindle, but it remained the same. It was attempted to change the way of insertion of the delivery system. The other manufacturer¿s device, which was used during evar, was removed and replaced with another manufacturer¿s device. But, the wire was unable to be inserted into the lumen. Then, manufacturer¿s introducer sheath was inserted and the wire was able to be inserted through; although there was resistance and it was not a smooth insertion. The physician was not able to retract the taper tip into the stent graft cover before attempting removal; and that when the physician intended to retract the spindle into the graft cover it was stuck on the suprarenal stent and the delivery catheter had difficulty in movement. There was also no indication that the stent graft was not deployed in its intended location. Though the guidewire was exchanged, the situation did not improve. Therefore, catheter and snare were eventually inserted from the left arm so that the distal tip was barely upheld and was successful removed. It took about 20 minutes to resolve the issue. There was no report of a type I endoleak. No additional clinical sequelae were reported and the patient is fine. The device was returned for evaluation. The steering wire event was not confirmed; a 0.0.35¿ wire passed successfully through the delivery system. The removal difficulty event could not be confirmed since it took place in-vivo. The root cause of the events could not be conclusively determined; however, severe tortuosity may have contributed.